Manufacturer narrative:
Investigation: on 21aug2017, (B)(6) received (1) loose 1ml 8mm syringe from an unknown batch number. All samples were decontaminated per hstr-17 prior to evaluation. Upon evaluation by qe ah, it was noted that the sample was received with the plunger rod disassembled from the stopper within the barrel. Examination of the stopper within the barrel eluded to the stopper being lubricated to some degree, given the "wet" appearance around the seals of the stopper against the barrel interior wall. The plunger rod was inspected and exhibited an issue with incomplete molding. The plunger tip was incorrectly molded to allow for proper seating of the stopper on the end, and thus would inhibit the device from function as expected. A test was done utilizing a properly molded 1ml plunger rod. The plunger rod was inserted into the barrel and seated in the stopper; resulting device functionality was as expected from this finished product. Root cause determined to be a molding issue with the plunger rod, resulting in incomplete assembly of the stopper to the plunger rod. DHR cannot not be performed as lot # has not been provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the stopper on a bd ultra-fine¿ ii short needle insulin syringe 1 cc 31 g x 8 mm was not moving when trying to draw up medication. No injury or medical intervention.